Manufacturer narrative:
The t:slim user guide states that to fill the cannula, if starting from the home screen, tap options, tap load, tap fill cannula and follow the instructions. Insulin delivery will be stopped and must be resumed upon completion.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had not filled the cannula during the load process. The customer's blood glucose (bg) level was 400 mg/dl and had administered a correction bolus to address bg level. During troubleshooting with tandem technical support, the customer was able to see insulin drips exit from the tubing